Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the screwdriver shaft tip broke off due to excessive torsional load. The deformation of the tip may have been caused by excessive mechanical stress. The review of the production data and hardness specifications also showed no deviations from the specifications and no product defect was found. A review of the device history record revealed that the device was manufactured within accordance to its specifications and no complaint related issues were found.

Event description:
The tip of the screwdriver shaft stardrive broke off during surgery when the surgeon was trying to tighten in the universal reduction screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Aware date 6/20/2012.